Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color when it was used postoperatively for blockage and hemostasis after cerebral angiography. The device was withdrawn, and manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. Upon slow retraction of the device at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. The operator has had many years of experience using the exoseal. The device is being returned.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color when it was used postoperatively for blockage and hemostasis after cerebral angiography. The device was withdrawn, and manual compression was used for hemostasis. There was no reported patient injury. The deployment button could not be depressed, and manual compression was applied after the device was withdrawn with the sheath. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. Upon slow retraction of the device at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site, and the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No difficulty was experienced connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The indicator wire was still visible when the device was removed. The operator has had many years of experience using the exoseal. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, a delivery shaft kinked/bent condition was observed, located 2.5 cm from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The guard locking and the functional deployment simulation could not be performed due to the device being received fully deployed. A high magnification evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed and with the window demonstrating the three color changes. No damage to the internal mechanism was noted. A kink was observed on the delivery shaft, but the dimensions were within specification. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with the change in the window. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.